Event description:
The customer states that discrepant results are being generated by the architect c8000 analyzer. Patient #3 generated the following results: results were questioned by physicians. A service call was initiated. There is no impact to patient management reported.

Manufacturer narrative:
The abbott field service representative noticed that the clear inner plugger shield for the wash solution was loose. He retightened the part and successfully calibrated the magnesium assay with all controls within specifications. The alkaline and acid wash syringe block was also completely loose. The customer tightened the block and afterwards successfully ran the analyzer. The cause of the loose syringe block, whether user error during maintenance or component wear, cannot be determined from the data given. Subsequent instrument operations and test results were acceptable. This issue is addressed in the abbott architect system operations manual (pn 96211-107) june, 2007, section 10-573: troubleshooting and diagnostics - observed problems. This is a final report. End of report.